Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-628a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 125 joules, the physician "introduced fiber inside patient and rotate wrong because the handle was taken off the fiber". Additional information notes that the "fiber tip turn the opposite direction than the fiber". The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed with the second surgical fiber. Patient outcome: "stable".